Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: it was reported the customer was unable to express the medication. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembled to a syringe. The syringe has the rubber stopper at the 0.2ml mark of the graduation scale. No other information could be obtained from the photos. A device history record review was completed for provided material number 305106, lot 3209277. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305106. Batch # 3209277. It was reported by customer that they were unable to depress the plunger to express the medication. Verbatim: rcc received a complaint via email. Email(s) attached. On 09-sep-2024, xxx medical information received a request from an hcp's office via phone for the return/replacement of 1 eylea hd vial due to being unable to depress the plunger after withdrawing medication. Per the reporter, the office withdrew the medication from the vial and changed the filter needle to the provided injection needle. After changing needles, the physician noted that he was unable to depress the plunger to express the medication. The reporter stated that the issue was noted prior to injecting the patient. The injection needle was unable to be removed from the syringe. The office prepared another product for administration and the reporter confirmed no patients missed a dose due to this event. The reporter denied any adverse events. The reporter had the product available for return and was instructed to retain the product for retrieval. No additional information was available at the time of this report. Version 2: on 09-sep-2024, xxxx medical information received an email from the reporter providing images of the suspect product. Please see the attached source document for additional information. No additional information was available at the time of this report 1. Could you provide a photograph that includes the lot number? Yes a.if yes, would you please send it to xxxx. 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #). 3. Was the tamper evident seal present on the carton? Yes. 4. Was the tamper evident seal intact when the product carton was received? Yes. 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 7. Specify which component was damaged: injection needle. 8. Was the damaged noted: while priming the injection needle. Ldp lot number: 8463800017. Bd syringe catalog: 305106. Bd syringe lot number: 3209277.